Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during prior to use of reported instrument. It was reported that, the instrument was not fixed well. The reported instrument was used for mini transforaminal lumbar interbody fusion procedures. There was no patient involved during this event. No further complications reported.

Manufacturer narrative:
G2: country of event - south korea. H3: product analysis of part#9560524 ; lot# my06c001 functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the cable. This is consistent with anticipated wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.